Event description:
It was reported that the resident at the hospital reported that while preparing the product for a surgery, an ampoule of cement was found broken in its inner packaging. Another ampoule of cement was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.